Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument. Customer reported incorrect pipetting in position a5. No error reported. Fe inspected all tip and plunger clamps. Adjusted position over secondary rack. Replaced spur gear and set screw on paper drive assembly. Tested paper drive with diagnostic software. The instrument was tested without further problem, and returned to expected operation.